Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare specialist that the patient end connector of the rt265 infant evaqua 2 breathing circuit was found to be cracked after three weeks of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the complaint breathing circuit was returned to fisher & paykel healthcare and was visually inspected and pressure tested. Results: visual inspection revealed that the straight connector on the expiratory limb was cracked . The pressure test showed the device was operating within specification. A lot check could not be done since the lot number is unknown. Conclusion: we were unable to determine what had caused the connectors to crack. However, please note that our user instructions clearly specify that the circuits are for a 7 day use only. All infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the breathing circuit was used for three weeks prior to the observed cracking. This suggests that the complaint circuits were within specification prior to being released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. This product is intended to be used for a maximum of 7 days.